Manufacturer narrative:
Qn#(B)(4) the customer returned one, opened psi kit for analysis. The psi sheath with dilator assembly will be analyzed as part of this complaint. Signs of use in the form of biological material were observed inside the dilator tip. Visual analysis of the dilator revealed that the tip was split and folded. Microscopic examination revealed stress marks. The dilator length measured 6 3/4", which is within the specification limits of 6 3/4" - 7" per dilator product drawing. The dilator inner diameter at the proximal end measured 0.063", which is within the specification limits of 0.063"-0.067" per dilator extrusion product drawing. The dilator inner diameter at the distal tip cannot be accurately measured due to the damage at the tip. A lab inventory guide wire was inserted through the dilator tip. Resistance was encountered at the tip; however, the guide wire was able to pass when minor force was applied. Performed per IFU statement, "advance sheath assembly off dilator into vessel, again grasping near skin and using slight twisting motion". A second test was performed by inserting the same lab inventory guide wire though the hub end of the dilator. Resistance was only encountered at the damaged tip. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user during an attempted insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was split and folded. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report that the defect occurred during use and the appearance of the damage, the root cause cannot be determined as it is unknown if the damage occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "there was no abnormality on the sheath upon opening the kit. However, the user found the sheath tip frayed during use. Therefore, it was replaced with a new kit to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "there was no abnormality on the sheath upon opening the kit. However, the user found the sheath tip frayed during use. Therefore, it was replaced with a new kit to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)